Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab (fa lab) received the driver controller board. The unit was installed into a known working oscillatory ventilator 3100a. The device was turned on; the frequency hertz (hz) meter is not adjustable and it stays at 1 hz. The customer complaint was duplicated and it was caused by a defective u1-a (operational amplifier).

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the panel meter for the hertz (hz) was reading 1 only and it could not be adjusted. The customer swapped hz panel meter with another panel and there was no change on the reported issue. The customer did not provide patient information. At this time, it is unknown whether there is patient involvement.